Event description:
Complainant alleged that during routine preventative maintenance the device did not display the ECG rhythm. Complainant indicated that there was no pt involvement in the reported malfunction.